Event description:
It was reported that a number of samples were ordered , via marketing, to ensure that products were received without problems with the silicone layer. Customer was assured that the products that were sent were tested and that they had the latest technology in terms of the silicone layer. On wednesday he tested one of the products, and first, there was a lot of silicone left on the baking paper (see picture attached). He also applied the dressing to his arm and walked with it for about 1,5 hours. When he took it off again, there was a lot of silicone residue on the skin.

Manufacturer narrative:
H3, h6: we have now completed our investigation into the reported complaint. The device, intended for use in treatment, has been returned and evaluated. The visual inspection found when the plastic handle was peeled off dressing, silicone offset onto the plastic handle. The functional evaluation confirmed that the dressing was less adhesive, establishing a relationship with the reported event. A wound contact layer raw material quality issue has been identified as the root cause. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event, with actions being taken into the reported failure mode to reduce further instances. Therefore, no further actions are deemed necessary into this specific complaint. Smith and nephew will continue to monitor for any adverse trends relating to this product range.